Event description:
It was reported that after the initial firing, at the distal end of the staple line, the staples did not fire and it was also difficult to fire. They loaded and closed a new device on tissue and it locked out. The case was completed with another device. There was no adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.